Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had would shut down. The blood glucose at the time of the incident was 106 mg/dl. The customer stats the insulin pump would shut down and come back on. However the pump history was reviewed and there was no off no power alarms. Troubleshooting was performed and sent the customer a replacement battery cap and advised to monitor the pump. The device will not be returned for analysis.